Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil adhered to back wall of uterus'), device expulsion ('left coil adhered to back wall of uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 36-year-old female patient who had essure (batch no. 869754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, pelvic pain and urinary urgency. Concomitant products included furosemide (lasix) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced abdominal pain lower ("pain in lower abdomen"). In 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and memory impairment ("memory problems"). On (B)(6) 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, migraine, alopecia, fatigue and memory impairment outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving and the abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, embedded device, fatigue, memory impairment, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported in medical records: dysmenorrhea, menorrhagia, vaginal bleeding, embedded device lot number:869754 manufacturing date:2011/06 expiration date:2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available , this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), embedded device ('migration of essure device location of device: left coil adhered to back wall of uterus') and device expulsion ('migration of essure device location of device: left coil adhered to back wall of uterus') in a (B)(6) year old female patient who had essure (batch no. 869754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, pelvic pain and urinary urgency. Concomitant products included furosemide (lasix) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced abdominal pain lower ("pain in lower abdomen"). In 2013, the patient experienced memory impairment ("memory problems"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen and surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and vaginal haemorrhage was resolving, the embedded device, device expulsion, migraine, memory impairment, fatigue and alopecia outcome was unknown and the dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, embedded device, fatigue, memory impairment, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported in medical records: dysmenorrhea, menorrhagia, vaginal bleeding, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received: reporter information updated, patient demographics added, product stop date, lot number, treatment and concomitant medication, concomitant condition added, event injury replaced by new events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of: left coil adhered to back wall of uterus, neurological conditions or problems type: memory problems, dysmenorrhea (cramping), pain- pain in lower abdomen, fatigue, hair loss. Outcome for the events abnormal bleeding (vaginal, menorrhagia) added as recovering / resolving, for events dysmenorrhea (cramping) and pain in lower abdomen added as recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.